Manufacturer narrative:
Available information suggests that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms when connected to the replacement implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed troubleshooting options. The local field representative noted that defibrillation threshold (dft) testing was performed and successfully converted the patient with shock impedance showing 73 ohms. No adverse patient effects were reported.